Event description:
A malfunction alarm was reported, displaying a fault code. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.